Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced contusion ("it almost seems bruised on the inside of the belly button to the left- but I did not bruise at all from the hysterectomy."), pruritus ("the top of part of my navel is very sensitive and occasionally itches if I walk/move too much"), inflammation ("chronic inflammation") and pelvic pain ("it felt like was in labor"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pruritus, inflammation and pelvic pain outcome was unknown and the contusion had resolved. The reporter considered contusion, inflammation, medical device removal, pelvic pain and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : reporter added. Events "chronic inflammation" and "it felt like was in labor" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced contusion ("it almost seems bruised on the inside of the belly button to the left- but I did not bruise at all from the hysterectomy.") And pruritus ("the top of part of my navel is very sensitive and occasionally itches if I walk/move too much"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pruritus outcome was unknown and the contusion had resolved. The reporter considered contusion, medical device removal and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of product technical complaint. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced contusion ("it almost seems bruised on the inside of the belly button to the left- but I did not bruise at all from the hysterectomy.") And pruritus ("the top of part of my navel is very sensitive and occasionally itches if I walk/move too much"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pruritus outcome was unknown and the contusion had resolved. The reporter considered contusion, medical device removal and pruritus to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.